Manufacturer narrative:
The reported patient effects of mitral regurgitation, heart failure and edema (pulmonary) are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported heart failure and pulmonary edema appear to be cascading effects of the mitral valve insufficiency/ regurgitation. Hospitalization and surgical intervention were a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.h1 - type of reportable event.

Event description:
Subsequent to the previous reports, additional information was provided: approximately 10 months post mitraclip procedure, the patient was re-hospitalized with heart failure, pulmonary edema and mitral regurgitation (mr). A mitral valve replacement surgery was performed, with explant of the implanted clips. No additional information was provided.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The medication required was a result of case-specific circumstances. There remains no indication of product issue with respect to manufacture, design or labeling.e: reporter address updated.

Event description:
Subsequent to the previous report, the additional information was received: on (B)(6) 2022, the patient had been hospitalized for heart failure. Extra fluids were removed as treatment via medications.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a conclusive cause for single leaflet device attachment (slda) could not be determined in this complaint. The reported poor image resolution was due to procedural circumstance. The reported mitral regurgitation (mr) was due to slda. The reported patient effect of mitral regurgitation as listed in the mitraclip g4 system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on this additional information reviewed, the difficult or delayed positioning positioning associated with placing the device in the anatomy appears to be related to patient conditions and due to insufficient leaflet. Improper or incorrect procedure or method (user error) resulting in the single leaflet device attachment (slda) was associated with the user not confirming leaflet insertion for sufficient leaflet capture. It should be noted that the mitraclip instructions for use (IFU) instructs the user multiple times ¿grasping the leaflets and verifying the grasp", ¿closing the clip and evaluating clip position¿, and ¿clip deployment¿, to use echocardiographic imaging to verify valve function, satisfactory coaptation, and insertion of both leaflets by observation of: leaflet immobilization, single or multiple valve orifice(s), limited leaflet mobility relative to the tips of both implant arms and adequate tr reduction. Image resolution poor was related to patient and procedural conditions as visualization was reported to be difficult due to patient anatomy. Mitral valve insufficiency/regurgitation (unchanged and recurrent) resulting in heart failure and pulmonary edema appears to be due to slda. There remains no indication of product issue with respect to manufacture, design or labeling.investigation conclusion code 67 removed.

Event description:
Subsequent to the previous reports, the additional information was received: reportedly, the complaint nt mitraclip did not have enough tissue to grasp on one side and leaflet insertion was difficult to confirm on echocardiogram. Despite this difficulty, the nt mitraclip was deployed. On (B)(6) 2022, the patient had been admitted to the hospital with heart failure and pulmonary edema. On 25-may-2022, recurrent mr remained.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with flail in a2. Visualization was difficult due to the patient anatomy. The first clip delivery system (cds) was advanced to the mitral valve and placed in a2/p2 but significant lateral mr jet remained. A second clip was placed lateral from first clip and mr was slightly reduced after grasping. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). There were no further clips placed for stabilization due to high mean pressure gradient of 6 mmhg and there was no reduction to mr. The physician was satisfied with the mean pressure gradient of 6 mmhg. There were no adverse patient sequela and no clinically significant delay in the procedure. The patient was confirmed to be stable and moved to recovery. No additional information was provided.